Event description:
It was reported 9 out of 16 channels (2 octad leads implanted) had fractured. It was reported 6 days later the patient had appropriate therapy by using the remaining 7 channels.

Manufacturer narrative:
Product ID: 3778-60, lot# v596543011, product type: lead. Product ID: 3778-60, lot# v596543014, product type: lead. (B)(4).